Event description:
It was reported that md inserted iab via the femoral artery. When initiating iabp pump, a "very weird noise" came from the pneumatic system. The audible alarm then "went off" with the message that there was a purge failure. Due to this occurrence, the tech. Went to find another pump. Refer to medwatch no. 1219856-2007-00169 for second event involving same patient.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.